Manufacturer narrative:
The explanted products were returned to the manufacturer for evaluation. The visual macroscopic and microscopic exam shows that both multi axial screws are broken roughly at the second and third threads from the head. The microscopic examination suggests that both fractures were fatigue failures. Post op x-rays reveal that peek rods applied through segmental screws at l4-l5-s1. Interbody device noted at l4/5. There is no interbody device at l5/s1. S1 screws noted to be fractured at mid pedicle level. No fusion noted at l5/s1. Without the interbody device at l5/s1, excessive fatigue stress may cause the screws to break.

Event description:
It was reported that the patient surgery for treatment of spondy with implant of semi-rigid rods/pedicle screw fixation at l4-s1 and interbody device l4-5. No fusion at l5-s1. It was reported that approximately six months post-op the pedicle screws were broken at s1. Several months later, the patient underwent a revision surgery to remove the posterior fixation and replace with titanium implants.